Event description:
Customer states that a pt using extraneal tested 'normal' on the device and in the 20's mg/dl on a lab result. The timeframe between the tests was not provided. No treatment methods provided. No adverse event was reported due to any action that may have been taken based on device results. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.